Event description:
It was reported that while placing the bravo ph monitor the capsule did not attach to the patient's esophagus. The capsule fell off in the patient's mouth. Mild throat trauma was noted. The hcp confirmed that the patient is ok and no intervention was needed.

Manufacturer narrative:
.